Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when using a crossfire, the shaver and rf were beeping and stopping during the case with no error shown on screen. Rebooting the console worked ok but then stopped again. There was a 7 minute delay to the case in total due to swapping the crossfire unit turning it on and off.

Event description:
It was reported that when using a crossfire, the shaver and rf were beeping and stopping during the case with no error shown on screen. Rebooting the console worked ok but then stopped again. There was a 7 minute delay to the case in total due to swapping the crossfire unit turning it on and off.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported by the customer: shaver and rf beeping and stopping during the case no error shown on screen. Rebooted worked ok and then stopped again. P/n: 0475100000i. S/n: (B)(6). Summary of evaluation: fault found: was not able to replicate the fault during tests device was not recognising expired probe or shaver. Action taken: replaced transition board as a precaution. Replaced front board due to faulty battery. Completed device identification update. Erased the error log. Re- installed software 1.1.10. Tests: qip; soak test; function test; electrical safety test; passed all tests. Probable root cause: hardware failure. Software error due to hardware failure. Damaged receptacle board. Damaged power board. Front board failure. Loose flex cable. Damage to console during shipping/ handling. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.